Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on power port 1 and 2. The confirmed malfunction is related to the reported event. Loose power connectors are currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had controller with loose connection. Patient was brought into the hospital an elective controller exchange was performed. It was stated that log files were sent to the manufacturer. No additional information provided. Investigation is ongoing.